Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and the trunk cable was cut. The cause for the communication failure was isolated to cut orange (+5v) wire in the trunk cable. The root cause for the cut wire was physical abuse no adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing a service code 204 (belt unusable).